Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump screen was cracked, resulting in a black, unresponsive display and loss of usability, and a replacement device was arranged. Symptoms included no adverse clinical effects, with blood glucose reportedly unaffected. Outcomes included device replacement and continued therapy support via cgm while awaiting setup of the new pump. Investigation included remote troubleshooting, verification of shutdown procedures to prevent further alerts, and coordination for device return with a shipping label and inspection of the returned device. Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations.